Event description:
The customer reported the fluoro beam does not meet the 3%-4% beam size criteria for mag 1 and mag 2. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and tightened and performed a collimator calibration. Sys operates as intended. (B) (4).